Event description:
A caller reported a malfunction 199 related to the tandem pump, indicating an issue with the device. There was no adverse impact to the customer¿s blood glucose level. The customer initially sought help to turn on the pump and restart the sensor after performing a reset on the device. Technical support informed the customer about the nature of the malfunction and planned to follow up if further issues were encountered.